Manufacturer narrative:
The system was evaluated and corrections included recalibrating the pressure sensor on the ventilation board.

Event description:
Customer reported an issue with the a5 anesthesia delivery system that may have affected anesthesia monitoring. It was reported that the device would not engage in automatic ventilation. No patient injury was reported.